Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was damaged and reservoir could not stay in place. Customer's blood glucose was 4.7 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, the reservoir does not stay locked in and was missing the reservoir tube o-ring. The insulin pump had cracked case at the display window corners.